Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. This rv lead was then explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to additional information received which indicated that this right ventricular (rv) lead exhibited high pacing thresholds. Also, dislodgment was noted and confirmed through x-ray. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. This rv lead was then explanted. No additional adverse patient effects were reported.